Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right superficial femoral artery. After a non bsc guide wire crossed the lesion a 5.0-40, 135 wanda balloon catheter was selected to dilate the lesion. During the first inflation the balloon ruptured at 14 atmospheres after 20 seconds. There was no kink on the device or resistance encountered during the procedure. The device was completely removed from the patient and the procedure was completed using a mustang balloon catheter. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.; a visual and microscopic examination of the balloon material identified a longitudinal tear in the balloon. The tear was located at 1mm distal to the distal edge of the distal markerband and the tear stretched 5mm proximally along the balloon. A microscopic examination of the balloon material and distal markerband could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right superficial femoral artery. After a non bsc guide wire crossed the lesion a 5.0-40, 135 wanda¿ balloon catheter was selected to dilate the lesion. During the first inflation the balloon ruptured at 14 atmospheres after 20 seconds. There was no kink on the device or resistance encountered during the procedure. The device was completely removed from the patient and the procedure was completed using a mustang balloon catheter. No patient complications were reported and the patients' status is good.